Event description:
Lot aa03232, expiration oct 2007, amo complete moisture plus contact lens solution 12 oz bottle purchased in mid october, 2006 may have caused severe redness in eyes. This bottle is not on the current list of lots with problems, but this happened twice before november 23, 2006. I thought I had pink eye. I took prescribed drops. Waited another few days, put in contacts and it happened again within 24 hours. This time did not use drops and it cleared on its own. Waited 5 days, put in contacts and happened again within 5 hours. I have used the brand of contacts for over 3 years and never had problems. So it may be the solution. I did not know the same brand had recently had recalls until my optometrist informed me today. So this afternoon I checked your web site to see if the lots are same. They are not. But it may be there are expanded lots not on list. My eyes check out ok, but I will not use the solution.